Event description:
It was reported that after unpacking a 3.0x23 rx xience xpedition stent delivery system (sds), but prior to prepping the device, when removing the protective balloon sheath without resistance felt and with no force applied, the stent pulled off of the balloon, and the stent was found sticking halfway out of the protective balloon sheath. The device was not used in the patient. Another rx xience xpedition sds was unpackaged without issue and used to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.